Event description:
It was reported to boston scientific corporation that during a procedure using a capio suture capturing device, the physician noted that the needle was missing from the capio after it was fired. An x-ray confirmed the needle was inside the patient. The needle was not able to be retrieved.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.